Manufacturer narrative:
(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, 7mm extended length endoscope was really dark. The nurse cleaned it multiple times without success. They checked the light cords, and all were functioning. A new device was used was used and it worked fine. There was no procedural delay. There was no patient harm.